Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 20-jan-2023. The most recent information was received on 31-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted (lot no. D72013) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion medically important), fatigue ("chronic fatigue"), epistaxis ("nose bleeds"), myalgia ("muscle pain"), paraesthesia ("tingling in the head"), hypoaesthesia ("numbness in upper and lower limb(s)"), tendonitis ("enflamed achilles¿ heel"), disturbance in attention ("difficulty concentrating"), autoimmune thyroiditis ("hashimoto¿s disease"), depression ("depression"), dizziness ("dizziness"), nausea ("nausea"), alopecia ("hair loss"), loss of libido ("loss of libido"), dysstasia ("difficulty standing ") and gait disturbance ("difficulty walking") and was found to have blood iron increased ("excess of iron in the body,"). At the time of the report, the outcomes for back pain, fatigue, epistaxis, myalgia, hypoaesthesia, tendonitis, disturbance in attention, autoimmune thyroiditis, blood iron increased, depression, dizziness, nausea, alopecia, loss of libido, dysstasia and gait disturbance were unknown. No causality assessment was received for essure with regard to back pain, fatigue, epistaxis, myalgia, paraesthesia, hypoaesthesia, tendonitis, disturbance in attention, autoimmune thyroiditis, blood iron increased, depression, dizziness, nausea, alopecia, loss of libido, dysstasia or gait disturbance. The reporter commented: period of occurrence: 2016/2017/2018/2019/2020/2021/2022. Tympanoplasty became detached and had to be redone,. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 106 kg. Batch no: d72013. Production date: 2015-03-25. Expiration date: 2018-03-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jan-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 20-jan-2023. The most recent information was received on 11-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 45 year-old female patient who had essure inserted (lot no. D72013) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion medically important), fatigue ("chronic fatigue"), epistaxis ("nose bleeds"), myalgia ("muscle pain"), paraesthesia ("tingling in the head"), hypoaesthesia ("numbness in upper and lower limb(s)"), tendonitis ("enflamed achilles¿ heel"), disturbance in attention ("difficulty concentrating"), autoimmune thyroiditis ("hashimoto¿s disease"), depression ("depression"), dizziness ("dizziness"), nausea ("nausea"), alopecia ("hair loss"), loss of libido ("loss of libido"), dysstasia ("difficulty standing ") and gait disturbance ("difficulty walking") and was found to have blood iron increased ("excess of iron in the body,"). At the time of the report, the outcomes for back pain, fatigue, epistaxis, myalgia, hypoaesthesia, tendonitis, disturbance in attention, autoimmune thyroiditis, blood iron increased, depression, dizziness, nausea, alopecia, loss of libido, dysstasia and gait disturbance were unknown. No causality assessment was received for essure with regard to back pain, fatigue, epistaxis, myalgia, paraesthesia, hypoaesthesia, tendonitis, disturbance in attention, autoimmune thyroiditis, blood iron increased, depression, dizziness, nausea, alopecia, loss of libido, dysstasia or gait disturbance. The reporter commented: period of occurrence: 2016/2017/2018/2019/2020/2021/2022. Tympanoplasty became detached and had to be redone,. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 106 kg. [Hair metal test] on 22-mar-2023: results of the toxicological analysis on the hair: metal - dosage g/g (chronic toxicity threshold), risk exposure level: iron 5926.3600 (20.0000 - 44.0000). Manganese 195.0110 (0.1302 - 2.4100). Chromium 694.9470 (0.5300 - 11.0000). Molybdenum 56.7987 (0.1650 ¿ 3.4000). Nickel 19.0831 (1.0000 - 1.6000). Vanadium 24.1210(0.1310 - 2.8000). Gallium 0.3752 (0.0040 -0.0120). Niobium 0.2399 (0.0010 -0.0050). Selenium 10.6827 (0.8000 - 2.0000). Copper 262.7820 (10.2275 - 35.0000). Praseodymium 0.0237 (0.0005 - 0.0010). Europium 0.0154 (0.0004 -0.0010). Barium 58.7745 (1.9000 - 4.0000). Tungsten 1.4111 (0.0649 -0.1000). Neodymium 0.0870 (0.0020 -0.0100). Lead 2.5001 (0.1300 1.0000). Cerium 0.0324 (0.0048 -0.0100). Dysprosium 0.0069 (0.0010 -0.0030). Gadolinium 0.0113 (0.0014 -0.0050). Arsenic 0.4298 (0.0300 -0.3000). Level of exposure to be monitored: cobalt 2.5158 (0.1400->2.9000). Samarium 0.0026 (0.0010 -0.0030). Tin 1.0445 (0.0070 - 1.4000). Germanium 0.7723 (0.2000 - 1.0000). Lanthanum 0.0155 (0.0070 - 0.0200). Tantalum 0.0007 (0.0004 -0.0010). Antimony 0.0441 (0.0100 -0.1000). Holmium 0.0004 (0.0003 -0.0010). Cadmium 0.0637 (0.0040-0.4000). Batch no~d72013. Production date~2015-03-25. ~expiration date~2018-03-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-apr-2023: lab data provided and non-significant amendment performed on paitient age. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority (reference number: (B)(4)) on 20-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted (lot no. D72013) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(4), the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion medically important), fatigue ("chronic fatigue"), epistaxis ("nose bleeds"), myalgia ("muscle pain"), paraesthesia ("tingling in the head"), hypoaesthesia ("numbness in upper and lower limb(s)"), tendonitis ("enflamed achilles¿ heel"), disturbance in attention ("difficulty concentrating"), autoimmune thyroiditis ("hashimoto¿s disease"), depression ("depression"), dizziness ("dizziness"), nausea ("nausea"), alopecia ("hair loss"), loss of libido ("loss of libido"), dysstasia ("difficulty standing ") and gait disturbance ("difficulty walking") and was found to have blood iron increased ("excess of iron in the body,"). At the time of the report, the outcomes for back pain, fatigue, epistaxis, myalgia, hypoaesthesia, tendonitis, disturbance in attention, autoimmune thyroiditis, blood iron increased, depression, dizziness, nausea, alopecia, loss of libido, dysstasia and gait disturbance were unknown. No causality assessment was received for essure with regard to back pain, fatigue, epistaxis, myalgia, paraesthesia, hypoaesthesia, tendonitis, disturbance in attention, autoimmune thyroiditis, blood iron increased, depression, dizziness, nausea, alopecia, loss of libido, dysstasia or gait disturbance. The reporter commented: period of occurrence: 2016/2017/2018/2019/2020/2021/2022. Tympanoplasty became detached and had to be redone,. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 106 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.